Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). Subsequently, the patient was hospitalised for a duration of six weeks (specific date not reported) for an IV antibiotics treatment. However, the symptom did not resolve. The device was explanted on (B)(6) 2024.

Manufacturer narrative:
Device analysis report attached.